Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6(investigation conclusions). Complaint ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter), g3, g6, h2,h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion) and h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID #(B)(4).

Event description:
N/a

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that the two intra-aortic balloon (iab) had rupture within two weeks. No harm reported.